Event description:
No new information received. Material no: unknown. Batch no: unknown. It was reported that leaking is occurring when using cstds. Verbatim: the following was obtained during clinical assessment. Clinicians¿ reported leaking occurring when using cstds. No patient involvement.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd texium set was leaking. The following information was received by the initial reporter with the verbatim: the following was obtained during clinical assessment. Clinicians¿ reported leaking occurring when using cstds. No patient involvement.